Event description:
Started having pelvic pain especially on my right side. I thought it was my appendix. I got it all checked out in the ER with CT scan and it turned out ok. They told me to follow up with my gynecologist. I made an appointment the next week and had a pelvic ultrasound done on november 22, 2013. They found cysts and fluid in my fallopian tubes.